Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a previously implanted non-medtronic surgical valve, fluoroscopy and transthoracic echocardiogram (tte) showed good positioning at 80% deployed. Upon full release of the valve, the valve dislodged to the ascending aorta. The implanting team believed there was back tension on the delivery catheter system (dcs) that snagged the valve although forward pressure was applied upon the valve release. A snare was used on a paddle of the first valve and a second valve was implanted successfully. Post valve implant angiogram confirmed coronary perfusion and greater head vessels. No additional adverse patient effects were reported.  Additional information was received that approximately 4 years following the initial valve implant procedure, the cardiologist noted a systolic murmur. An echocardiogram was performed that revealed the valve appeared well seated. The gradient at the time was borderline with a peak velocity of 2.4 m/s. A transesophageal echocardiogram (tee) was later performed which revealed flow acceleration between the 2 transcatheter valves and an elevated gradient of 15-17 millimeters of mercury (mm hg). A computed tomography (CT) angiogram was also performed that revealed there was no evidence of leaflet thrombosis, and the valve that had previously dislodged during the initial implant procedure, was observed in the ascending aortic arch. Subsequently, the valve that was implanted in the annulus was reported to had failed due to moderate aortic stenosis. The patient was being evaluated for a valve-in-valve or surgical procedure.

Manufacturer narrative:
Updated data: b5. D4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the mean gradient before the valve was implanted was 25 mm hg. The mean gradient after the valve was implanted was 9 mmhg. The depth of implant of the valve was 3-4 mm below the previously implanted bioprosthetic valve.